Event description:
It was reported to the MFR as told by (B)(6) via the facility, it was reported that the following occurred on (B)(6) 2011, per (B)(6), an incident occurred that involved the hoyer power lift with scale. Per facility, the hanger bar detached while repositioning the resident, who fell into her wheelchair. Per facility, there were 2 nurses' aides present and there were no injuries.

Manufacturer narrative:
The scale manufacturer is integrated measurement systems, (B)(4). The lift manufacturer is bhm medical (B)(4). Joerns is sending report to lift manufacturer. Joerns is sending report to scale manufacturer. Investigation results and evaluations: upon opening the returned package, it was noted that contents were as followed: one cradle with carton packaging secured around the top cylinder and one small box that appeared to be sealed. The small package was then removed and examined. On top of the carton in the lower right hand side, there was a label stating "bhm e0510; ser. No. (B)(4)". After opening the carton, it was noted that there was sufficient amounts of bubble wrap to ensure the scale would not suffer any further damage.